Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead dislodged and exhibited loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 17.0 cm - 17.7 cm and 51.7 cm to 52.7 cm, due to friction with device can. The proximal insulation was torn at one site of the abrasion and the distal and proximal coils were stretched, consistent with explant damage.